Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with sensor. The customer stated the sensor was changed it had no readings, it keeps asking for blood glucose and there's nothing on the screen. The customer's blood glucose was 488mg/dl, treated with insulin pump. Advised customer to monitor and if issues continues to call back. The customer's current blood glucose was 247mg/dl.